Event description:
It was reported that the patient underwent a surgical procedure to remove the cylinder and reservoir component of this inflatable penile prosthesis (ipp) because it had stopped working approximately four months ago. During the revision surgery, it was identified that the previous implant had a fracture of the tubing beyond the connector that lead to the reservoir. The replacement surgery was completed without patient complications.